Event description:
It was reported that a lead appeared bent at contact "0"; the lead was not implanted and returned to the manufacturer for analysis. There were no reported issues with the patient.

Manufacturer narrative:
(B) (4). The lead has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.